Manufacturer narrative:
Concomitant medical products: 6947-65, lead, implanted: (B)(6) 2002; 5032-58, lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was capped due to high pacing thresholds. A new lead was implanted. No patient complications have been reported as a result of this event.